Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and noted that both ra and rv impedances were trending down, indicating a possible insulation issue. Ts also noted pacing inhibition and asystole lasting two seconds on the rv lead channel. No additional adverse patient effects were reported. This device remains in service. Additional information was received from the field, an in office examination was performed to adjust the sensing parameter and resolve the oversensing. The patient reported symptoms of fatigue prior to the examination, and mentioned feeling better after the programming enhancements. The physician opted to continue to monitor the system. No additional adverse patient effects were reported. This device remains in service. Additional information was received from the field indicating that the rv channel continues to exhibit oversensing, and an increase in pacing impedances from 400 to 800 ohms as well as high capture thresholds were noted. Ts was consulted and programming options and lead revision were discussed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and noted that both ra and rv impedances were trending down, indicating a possible insulation issue. Ts also noted pacing inhibition and asystole lasting two seconds on the rv lead channel. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and noted that both ra and rv impedances were trending down, indicating a possible insulation issue. Ts also noted pacing inhibition and asystole lasting two seconds on the rv lead channel. No additional adverse patient effects were reported. This device remains in service. Additional information was received from the field, an in office examination was performed to adjust the sensing parameter and resolve the oversensing. The patient reported symptoms of fatigue prior to the examination, and mentioned feeling better after the programming enhancements. The physician opted to continue to monitor the system. No additional adverse patient effects were reported. This device remains in service. Additional information was received from the field indicating that the rv channel continues to exhibit oversensing, and an increase in pacing impedances from 400 to 800 ohms as well as high capture thresholds were noted. Ts was consulted and programming options and lead revision were discussed. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and noted that both ra and rv impedances were trending down, indicating a possible insulation issue. Ts also noted pacing inhibition and asystole lasting two seconds on the rv lead channel. No additional adverse patient effects were reported. This device remains in service. Additional information was received from the field, an in office examination was performed to adjust the sensing parameter and resolve the oversensing. The patient reported symptoms of fatigue prior to the examination, and mentioned feeling better after the programming enhancements. The physician opted to continue to monitor the system. No additional adverse patient effects were reported. This device remains in service.